Event description:
A customer contacted baxter technical services and reported a system error 2240 alarm (air in tubing), which occurred on the homechoice machine during dwell 2. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the cause of the alarm was an open clamp on an unused supply line. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was use error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. This review finds the labeling accessible, accurate, and adequate for the related use error in the complaint. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.